Event description:
When removing hemovac, physician noted the pvc tube in left drain was shorter than the second drain. No resistance was noted on removal of tubing. X-ray confirmed part of surgical drain was still in place.